Manufacturer narrative:
The reported events of noise and high pacing lead impedance were not confirmed. As received, a complete lead was returned in two pieces. Lead impedance test could not be performed due to as received condition of the lead. During electrical testing the lead was shorting due to procedural damage at the proximal region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer report number: 2017865-2023-47949. It was reported that the patient was dependent on the device for normal function. It was noted that noise, oversensing, high pacing lead impedance was observed on the right ventricular (rv) lead. Upon extraction of the rv lead it was noticed that the right atrial (ra) lead had an insulation anomaly. Both leads were explanted and replaced. The pacemaker was electively replaced but had no issues. The patient was stable and was discharged from the hospital.